Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell off multiple times pulling out the infusion set. The customers blood glucose was around 300 mg/dl which was addressed by a manual insulin injection. The customer inserted a new infusion set and resumed insulin delivery.